Manufacturer narrative:
The unit had an intermittent button response due to moisture on the keypad. There was no button error alarm and no moisture damage found on the electronics, motor, battery tube, and vibrator during testing. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
The customer called in to report that the insulin pump was exposed to moisture and alarmed button error. The customer's blood glucose level was 144 mg/dl. The caller could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.